Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The air/water nozzle was obstructed with debris. Scratches were found on the objective lens, the switch button one (1) and the universal cord on the operational side. The bending section cover adhesive was cracked, the universal cord had wrinkles, the electrical connector contacts were corroded and the tip cover was burned. In addition, the angle wire was elongated causing the bending able to become insufficient and the seizo label on the scope connector had peeled off. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the amount of air/water supply on the evis lucera gastrointestinal videoscope was insufficient and the drainage function had deteriorated. According to the user facility, cleaning and disinfection is performed thoroughly. During the inspection and testing of the returned device, the nozzle was found to be obstructed with debris, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Correction to g3 of the initial medwatch. The aware date should be 16-jan-2022. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. However, based on the available information, the investigation determined the likely cause of the foreign material clogging the air/water (a/w) nozzle was silicic acid (main component si) and a possibility that chemical solutions and tap water adhered to a/w nozzle of distal end dried and stuck due to shortage of water removal at the distal end of the scope a/w nozzle.